Manufacturer narrative:
Date sent to FDA: 09/15/2020.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent partial removal surgery on (B)(6) 2011 during which the surgeon noted extensive adhesions to the mesh. He partially excised the mesh because of the mesh¿s ingrowth into portions of the bowel and omentum. It was reported that the patient experienced severe pain, discomfort, nausea, diarrhea, chills, inflammation and loss of appetite. No additional information is provided.